Event description:
During follow-up, increased capture threshold and pacing impedance were observed on the left ventricular (lv) lead. Fluoroscopy was performed and revealed subclavian crush. The event was resolved by deactivating the lv lead and reprogramming the device to right ventricular only pacing. The patient was in stable condition.